Event description:
The reporter, the customer's daughter, alleges back to back readings of 414 mg/dl and 57 (meter memory shows 52) mg/dl on the customer's meter. No controls were run. The daughter found the customer in a hypoglycemic state and provided food and juice which the customer ate by herself. The daughter reported the hypoglycemic incident to the customer's physician. Return requested and replacement was sent.